Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, and other surgeries/procedures. The patient experienced scar tissue along urethra, omental adhesions, large bowel adhesions, depression, anxiety, fear of having accidents in public, difficulty performing routine household duties and or tasks, and the patient¿s condition severely limits the patient¿s ability to participate in family and social functions. It was reported that the patient underwent urethrolysis with incision of vaginal tape on (B)(6) 2005 due to elevated post void residual with urinary retention. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/1/2019. Additional narrative: it was reported that following insertion the patient experienced peritoneal cyst of the right pelvis and urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 6/14/2019. Additional narrative: it was reported that following insertion the patient experienced vaginitis, urinary frequency and urinary urgency.